Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the single leaflet device attachment (slda) appears to be a combination of challenging patient anatomy and procedural condition. The reported poor imaging is due to procedural condition. The reported medical intervention is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detached from one leaflet and remained attached to the other leaflet. Another clip was attempted to be implanted to stabilize the clip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The patient had prolapsed leaflets, pre-existing chordal rupture and large atrium. The first clip delivery system (cds) was advanced to the mitral valve and the clip was implanted without issue. A second cds was advance and the clip was deployed, and it was thought there was enough leaflet insertion, but imaging was difficult at this time because the clips were close. It was noted that the clip was mobile as the clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The physician felt the first clip stabilized the slda, but a third clip was attempted but it was so far out into the commissure that it was unable to see the clip arms in any view, the physician decided not to deploy the clip. The physician was confident in the first clip stability for both clips. Two clips implanted, reducing mr to 2-3. No additional information was provided.